Event description:
Customer states the wheel locks on these chairs with the special (B)(4) have the clamp on wheel locks, and that this style of wheel lock is bending. He was calling to inquire about putting pivot/link style wheel locks on the chairs. Investigating with specials at invamex to see if this will be effective. (B)(6) 2014- invamex states they cannot use pivot style links for these chair since they will not reach the rear wheel properly customer has been advised that this will not be covered by warranty (B)(4).